Event description:
It was reported by the rn patient advocate the device was used in a right colectomy. It was reported 7-8 hrs. Later the patient experienced rectal bleeding. Her hemoglobin fell from 14 to 5. There was reoperation, and the patient received 4 units of blood. The doctor said he saw clots and blood in the abdomen. The device was fired 3 times, and reloaded with tcr75. The risk manager will send a medwatch. The rep was notified to follow up. 01/15/1999 received medwatch stating, "pt. Had right colectomy which finished at 1200. She developed rectal bleeding at 1800 of varying amounts. Her hemoglobin & hematocrit dropped significantly & was returned to surgery for exploratory laparotomy. The physician stated there was clots and blood in the cavity with seepage at the suture line. Staples were used for closure in first surgery. The pt received 4 units of blood & is doing well now. 01/15/1999 rep reported the surgeon was not positive whether tlc75 or tct75 was used. The rep has no information whether bleeding was from mesentary or bowel.